Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. The lowreservoir alarm feature working properly. Unit alarmed button errorfollowed by intermittent buttons due to corroded keypad traces. Notraces of moisture were noted at electronic or motor assemblies pervisual inspection. Unit received with cracked case at display windowcorners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 201 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.